Manufacturer narrative:
Additional devices implanted and/or related to this event: plc121200j/(B)(4). UDI : (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment using non-gore manufactured endoprostheses and gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. It was reported that on (B)(6) 2018, follow up computed tomography scan identified a distal type I endoleak and a type ii endoleak originating from the lumber artery and the median sacral artery, on the gore® excluder® contralateral leg endoprostheses implanted in the left iliac artery. The physician attributed the endoleak to calcification of the common iliac artery. On same day, the patient underwent a coil embolization on the left internal iliac artery and re-intervention with a gore® excluder® iliac extender endoprosthesis to treat the distal type I endoleak and the type ii endoleak which originated from the lumber artery and the median sacral artery. The endoleaks were resolved and the patient tolerated the procedure.